Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to device tacking on (B)(6), 2021 that this endograft was leaking. The patient's daughter reported the patient underwent a cat scan on (B)(6), 2014 and the leak was observed. However, no surgery was performed or planned to repair the leak, due to the patient's age, so the physicians are just monitoring the leak for now. The patient recently moved to a nursing home and has no following physician.